Event description:
Reporter alleged obtaining discrepant blood glucose values of 217 mg/dl and hi (greater than 600 mg/dl) back to back with a result of 178 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 478 mg/dl was performed back to back with results of 122 mg/dl and 46 mg/dl within 10 minutes on the same system. Reporter stated that he took 20 units of humulin insulin after the result of 478 mg/dl was obtained. Reporter indicated he began experiencing some hypoglycemic and then self-treated with soda, cookies, and cheese. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.